Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. Irritation/ocular discomfort is a known side effect of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with light sensitivity when bandage contact lens was removed. Patient reported scratchiness and light sensitivity. Treatment is ongoing. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, doctor has not been able to do a refraction because patient has had a bandage contact lenses in at each visit.